Manufacturer narrative:
Other, other text: returned device was received with scratches on the lcd screen lens. Bubbled dso sensor seal. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line and downstream occlusion (dso) error. There was no reported adverse event.